Event description:
Additional information received from the patient indicated that they had urinary retention. It was indicated that they increased the stimulation, and tried to drink a lot of water. It was noted that the patient used clotrimazole cream 2% and a diflucan tablet to resolve the yeast infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they have notified their healthcare provider (hcp) about them urinating not as much and are planning to see them. They first started experiencing the issue about a month prior to the date of additional information. It was stated that the circumstances that led to them not urinating as much was that the device was changed, but they didn't "change the flow." No steps were taken to resolve the issue as of yet as they are planning to see their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she wasn't urinating fast 2 days ago and was not sure if it was related to her yeast infection she had. The patient increased stimulation (B)(6) and decrease stimulation on (B)(6) after she had bad diarrhea. The patient noted the symptoms to be sudden in nature. The patient is implanted urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.